Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
Using a tacticath during a procedure with ensite x in navx mode, contact force could not be seen. Troubleshooting was performed, but it was decided to just continue on without contact force and the procedure was completed successfully without changing catheters with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.